Manufacturer narrative:
The patient weight was not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 26 days. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had pulseless electrical activity (pea) arrest. The patient¿s arrest was due to the patient being frail and experiencing biventricular failure. There was no indication of pump thrombus and the patient¿s lactate dehydrogenase was initially was in the 500 u/l range and had trended down to 250 u/l over a period of 3 weeks. The patient has been critically ill at the time of implant. Post implant the patient was extubated the following day although remained very weak and debilitated. On (B)(6) 2018, when the lvad clinician last saw the patient, the patient was in bedside chair and the nurse reported the patient was ¿nonverbal¿. A computed tomography was not performed until (B)(6) 2018 which reported an ischemic stroke cerebrovascular accident and vocal cord paralysis. The lvad was reported as functioning well although the patient was extremely weak. The patient expired on (B)(6) 2018. No additional information was provided.